Event description:
It was reported that during the use of the device for a non-clinical activity, the blanket flow switch light was on. There was no pt involvement.

Manufacturer narrative:
This device was manufactured before 1999. Investigation in process, but not yet completed.